Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain add'l info have been made. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A nurse reported that during a "difficult" intraocular lens (iol) implant surgery, the surgeon could not get the lens to fit correctly, so he exchanged it for another of different size. The procedure was completed with the back up lens. There was no iol malfunction reported; however, a posterior capsule rupture occurred and a vitrectomy was performed. It is unk whether the lens contributed to the event. Add'l info has been requested.